Event description:
It was reported that pt underwent knee procedure in 2009. During a review of the pt x-rays, the surgeon observed that the radiographic markers were not visible. The hosp has since reported that the surgeon elected to revise the knee bearing on an unk date. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. Surgeon has elected to keep the explant. No further complications have been reported. Date of event - not reported. Date of explant - not reported.